Event description:
On 04/04/2025, a sales representative reported via (B)(4) that an abs-10061t arthrex angel® prp kit malfunctioned and was damaged. This occurred during a case while attempting to spin blood for prp, the angle machine misjudged the amount of blood that had been transferred to the centrifuge, which resulted in an insufficient amount of blood being spun, resulting in a zero prp yield. We had to draw another 52 cc of blood from the patient, delaying the case in total about 30-40 minutes. The tubing also was punctured during the spinning, causing a small amount of leaking of blood.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.